Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented to the emergency room with loss of capture on their right ventricular lead due to dislodgement. The lead was extracted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was discharged.